Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/26/2010, 05/28/2010, 06/02/2010, 06/08/2010 and 06/11/2010 by phone, fax, and mail. A completed questionaire was received on 06/17/2010. (B)(4). (B)(4). (B)(4).

Event description:
Adverse event(s): "wrong power" (no code available). Product problem(s): "none reported" (no known device problem [iol (intraocular lens) implant]). A materials manager reported an intraocular lens (iol) was exchanged due to iol being the wrong power. The iol was exchanged for a same model, different power lens. In a follow up, in the opinion of the surgeon the device did not cause or contribute to the event and the event has resolved.